Event description:
A nurse reported that error code (loose tip issue) displayed during surgery. The procedure type and completion details were unknown. There was no information about patient impact. This report pertains to the phacoemulsification tip involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.